Event description:
According to the available information the balloons were found deflated or burst. No adverse patient events were reported.

Event description:
According to the available information the balloons were found deflated or burst. No adverse patient events were reported.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found another complaint on the lot n° 9390339 (B)(4). Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action: - (B)(4): "pb balloons (bulles + agglutinés)" opened on (B)(6)2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. On (B)(6), we received the documentary investigation report from our subcontractor concluding that:" the probably root cause of this issue was a problem with balloon¿s raw material". Assessment has been done with similar cases on the same period. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.